Event description:
It was reported the customer had fluctuating blood glucose. The customer reported their blood glucose reaching over 400 mg/dl and declining to 42 mg/dl. The customer stated their high blood glucose was caused by improper treatment with their insulin pump. Customer's low blood glucose was also caused by a lack of food. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.